Event description:
It was reported that a malfunction code appeared on the customer's pump. There was no reported impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, assisted the customer in resetting it, and verified that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue repeated, and acknowledged the instructions given.